Event description:
The customer reported, "ltv turning off for no reason on ac power." A technician from the service company subsequently reported, "no harm was done to the pt. I did not talk with our client directly, but I was informed by my manager that the ltv vent did loose ac power while the client was connected directly to an ac house plug. I tried to duplicated the reported loss of power and was unable to. I used the returned ac power adapter and ran the ltv for 14 days with no alarms. During the 14 days, I shook the ltv and power cord no alarms. When I received the unit, the internal battery was dead. A pm was then completed and the unit was calibrated, tested and screened".